Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported the low o2 sat alarm would go off and the machine would read 75% but the patient was fine. She also stated that when they removed the probe there is about 45 second delay until it alarms. No patient consequence or impact reported.